Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "to be supplemented". Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for previous ¿hernia repair¿ with ¿separation of parts¿ were not provided.] (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Assistants: (B)(6) dua, surgical resident. (B)(6) other physician. (B)(6) surgical resident. Procedure: laparotomy. Anesthesia: general, endo. Specimens: hernia sac. Tubes and drains: none. Attendee(s): (B)(6) primary anesthesiologist. (B)(6) primary crna. Preoperative information: informed consent: singed by patient. Risk acknowledgment statement: I have reviewed the procedure with the patient. We discussed the risks and benefits of and the alternatives to the procedure. Surgical/invasive pre-procedure verify: patient identification prior to surgery, correct procedure, correct patient position, patient padded appropriately. Indications: ms. Freed is a 54-year-old female who has a history of multiple ventral hernias for which he [sic] is undergone hernia repairs in the past. Approximately 4 years ago I did a hernia repair on her with dr. (B)(6) of plastic surgery involving separation of parts. She has recurred and is complaining of pain along the midline from this recurrence. A CT scan revealed multiple small hernias along the midline as well as a left lower quadrant incisional hernia with from her prior pfannenstiel incision. Operative timing: elective. Antibiotic prophylaxis: 1g of vancomycin due to penicillin allergy within 1 hour of incision. Operative details: position: supine. Findings: there were multiple small hernias along the midline, there did not appear to be any technical failure she the [sic] prior repair and all the sutures appeared to be in place. There was a 1 cm hernia in the left lower quadrant at the corner of her prior pfannenstiel incision. Description of procedure: ¿using a #10 blade an incision was made along the upper midline of the prior abdominal incision, incision was carried through skin and subcutaneous tissue. An area where the fascia was intact was identified and the dissection carried down to the level of the fascia with electrocautery. The fascia was opened and grasped between 2 coker clamps sharp dissection was carried out to open the peritoneum began lysing adhesions down to where the hernias were identified. Slow sharp dissection was used to isolate the hernia sac and take down adhesions from the upper portion of the wound down along the midline there were multiple small hernias along the midline but no sutures that had pulled through were identified nor obvious technical failure. The dissection was carried out to below the umbilicus and adhesions were lysed laterally on both sides using sharp dissection using metzenbaum scissors. There was fat incarcerated through the small left lower quadrant incision, this was taken down sharply using metzenbaum scissors and the colon was reflected medially. At this point dr. Savage scrubbed and and [sic] we discussed the planned operative repair because her fashion appeared strong and there is no obvious tension along the midline for closure, we agreed that no lateral release was necessary at this time to repair the left lower quadrant incisional hernia elected to suture a piece of prolene mesh to the inguinal ligament inferiorly taking care not to injure the femoral vessels the inferior epigastric. Once this piece of prolene mesh tacked in pl [sic], herculean was approximated over the mesh to ensure that no mesh would be in contact with the bowel. Next the abdomen was washed out with large amount of warm normal saline. The midline was closed in interrupted fashion using #1 surgipro sutures in a figure-of-eight fashion. There was no increase in peak airway pressures which were ranging from 18-20 during this closure. Subcutaneous tissue was washed out using large amounts of warm normal saline. The skin was closed using staples.¿ postoperative information: estimated blood loss: 100 ml. Complications: none. Postoperative condition: good condition. Sponge/needle count: correct. Attending attestation: I was present for the entire operation. Credentials: md. Title: attending. [Missing records: records for CT showing ¿multiple hernias along the midline as well as a left lower quadrant incision hernia¿ were not provided.] (B)(6) 2010: (B)(6) medical center. Intraoperative record. Implant record. Description: mesh hern opn wv surgpro 6 x 6 in, polypr. (B)(6) 2010: (B)(6) medical center. [Signature illegible]. Post-operative note [handwritten]. Procedure: exp lap [illegible], repair incisional hernia left lower quadrant with mesh. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Pathology report. Preoperative/postoperative diagnosis: prior hernia repair separation parts. Recurrent ventral hernia. Past medical history of anxiety, depression, irritable bowel syndrome and hiatal hernia. Procedure: open ventral hernia repair with mesh. Final diagnosis: hernia sac, excision. Fibroadipose tissue with focal neutrophilic infiltration. (B)(6) 2011: (B)(6) medical center. (B)(6)md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Assistant(s): (B)(6), surgical resident. Procedure: repair ventral hernia laparoscopic. Lysis adhesions. Laparoscopy. Anesthesia: general. Specimens: none. Tubes and drains: none. Attendee(s): randolph wood, primary anesthesiologist. Skye m. Dedi, primary crna. Preoperative information: antibiotic prophylaxis: g8629; prophylactic antibiotic ordered for administration within 60 minutes prior to surgery start time. Informed consent: signed by patient. Risk acknowledgment statement: I have reviewed the procedure with the patient. We discussed the risks and benefits of and the alternatives to the procedure. Surgical/invasive pre-procedure verify: patient identified prior to surgery, correct procedure, correct patient position, patient padded appropriately. Indications: 55-year-old female status post separation of parts with a recurrence in the right upper abdomen. Operative timing: elective. Operative details: position: supine. Findings: moderate adhesions, taken down. Multiple small defects, primary defect 5 x 4 cm. Large 18 x 20 mesh used to cover all defects adequately. Description of procedure: ¿using the hasson technique, approximately 1 cm transverse incision was made in the left upper quadrant area. This incision was carried through skin and subcutaneous tissue. Electrocautery was used to apply hemostasis at the skin edges, and blunt dissection using s retractors and kelly clamps were carried out down to the level of the fascia. The fascia was grasped between 2 kelly clamps and opened sharply using metzenbaum scissors. The peritoneum was then opened sharply using metzenbaum scissors, 0 polysorb stay sutures were placed on either side of the fascial opening, and the hasson trocar was advanced into the abdomen. Two 5mm ports were placed in the left abdomen, both under laparoscopic visualization. An additional 5mm port was placed in the right lower quadrant. The patient was placed in a right side up reverse trendelenburg position. There were minimal adhesions to the hernia. These were taken down carefully. A serosal tear in the jujunum was repaired with intracorporeal suturing with 3-0 silk lambert sutures. There was a 5 x 4 cm main defect and a second smaller 2 cm defect anteromedially. A spinal needle was used to delineate the defect and mesh was measured to provide a 4cm overlap. Goretex sutures were placed at the corners of the gortex dual mesh. The mesh was marked and passed through the hasson trocar in to the abdomen. The gore suture passer was used to place the sutures through the abdominal wall. Absorable [sic] tacks were used to secure the remainder of the mesh to the anterior abdominal wall. The ports were removed with no evidence of bleeding.¿ postoperative information: closure: deep closure in usual fashion. Estimated blood loss: 50 ml. Complications: none. Postoperative condition: good condition. Sponge/needle count: correct. Attending attestation: I was present for the entire operation. Credentials: md. Title: attending. (B)(6) 2011: (B)(6) medical center. Post-operative note. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 9278606. W.l. Gore & associates. (B)(6) 2011: (B)(6) medical center. Intraoperative record. Implant record. Description: mesh hern rect dualmesh, 1mm x 20 x 30cm. Serial number/model: 1dlmc07. Lot number: 9278606. Expiration date: 2016-05. Implant site: abdomen. Modifier: ventral. Quantity: 1. Vendor name: w.l. Gore and associates inc. The records confirm a gore® dualmesh® biomaterial (1dlmc07/9278606) was implanted during the procedure. (B)(6) 2013: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Assistants: michael madigan, surgical resident. Katie a coll, student physician assistant. Procedure: repair ventral hernia laparoscopic. Lysis of adhesions. Comment: ventralight st mesh 8¿x 10¿. Anesthesia: general. Specimens: none. Tubes and drains: none. Attendees: shawn p weber, primary crna. (B)(6) primary anesthesiologist. Preoperative information: antibiotic prophylaxis: g8629; prophylactic antibiotic ordered for administration within 60 minutes prior to surgery start time. Informed consent: signed by patient. Risk acknowledgment statement: I have reviewed the procedure with the patient. We discussed the risks and benefits of and the alternatives to the procedure. Surgical/invasive pre-procedure verify: patient identified prior to surgery, correct procedure, correct patient position, patient padded appropriately. Indications: 57-year-old female with multiple prior ventral hernia repairs with a recurrent hernia. She understands that given her multiple prior repairs that she is a higher risk of failure/recurrence than average. Operative timing: elective. Operative details: position: supine. Findings: there was a 5x5 cm recurrent hernia with small bowel adherent to it. Adhesions were lysed and an area of weakness in the lower abdominal wall required a large piece of mesh to prevent further hernias. Description of procedure: ¿using the hasson technique, approximately 1 cm transverse incision was made in the left midabdominal area. This incision was carried through skin and subcutaneous tissue. Electrocautery was used to apply hemostasis at the skin edges, and blunt dissection using s retractors and kelly clamps were carried out down to the level of the fascia. The fascia was grasped between 2 kelly clamps and opened sharply using metzenbaum scissors. The peritoneum was then opened sharply using metzenbaum scissors, 0 polysorb stay sutures were placed on either side of the fascial opening, and the hasson trocar was advanced into the abdomen. Two 5mm ports were placed in the left abdomen, both under laparoscopic visualization. The patient was placed in a right side up trendelenburg position. There were moderate adhesions to the hernia with small bowel through the defect. There was a 5 x 6 cm defect at the edge of the prior placed mesh. Once all the adhesions were carefully taken down which required approximately one hour of enterolysis, the abdominal wall was examined. There were no additional defects but the fascia along the prior midline closure appeared attenuated. Given her history of multiple hernias, I felt it prudent to cover this portion of the lower midline with the mesh to prevent an additional recurrence. A spinal needle was used to delineate the defect and mesh was measured to provide a 4 cm overlap of the main defect and then covering the midline weakened are using a ventralex mesh that was 8 inches by 10 inchers in size. The mesh was marked and passed through the hasson trocar in to the abdomen. The gore suture passer was used to place the sutures through the abdominal wall. Titanium tacks were used to secure the remainder of the mesh to the anterior abdominal wall. The ports were removed with no evidence of bleeding.¿ postoperative information: closure: deep closure in usual fashion. Superficial structure closed with: sutures. Estimated blood loss: minimal. Complications: none. Post-operative condition: good condition. Sponge/needle count: correct. Attending attestation: I was present and scrubbed throughout the entire operative and either performed or directly supervised the resident performing the procedure at all times. Credentials: md. Title: attending. (B)(6) 2013: (B)(6) medical center presbyterian. Intraoperative record. Implant record. Sn generic: ventralight st mesh. Other vendor free: bard. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Assistants: (B)(6) physician assistant. Procedure: repair ventral hernia (primary) laparoscopy. Anesthesia: general. Specimens: none. Tube and drains: none. Attendee(s): (B)(6) primary anesthesiologist. (B)(6) primary anesthesiologist. Preoperative information: antibiotic prophylaxis: g8629; prophylactic antibiotic ordered for administration within 60 minutes prior to surgery start time, 4041f-1p; cefazolin or cefuroxime is not ordered for a documented medical reason. Informed consent: signed by patient. Risk acknowledgment statement: I have reviewed the procedure with the patient. We discussed the risks and benefits of and the alternatives to the procedure. Surgical/invasive pre-procedure verify: patient identified prior to surgery, correct surgical site marked, laterality identified, correct procedure, correct patient position, patient padded appropriately. Indications: 58-year-old female with multiple prior ventral hernia repairs who presents with a right sided port site hernia from her last repair. She has had episodes of constipation and pain. Operative timing: elective. Operative details: position: supine. Findings: the defect was approximately 3 x3 cm in size. The previously laced [sic] mesh was in good position by laparoscopy. There are significant adhesions of bowel to the mesh. Description of procedure: ¿an incision was made in the skin overlying the area over the port site hernia. This was made with a number 10 blade and carried through the skin into subcutaneous tissues. The subcutaneous tissue was incised sharply with metzenbaum scissors until the hernia sac was identified. It was dissected free from the surrounding tissue. It was open and the contents reduced. The cecum was within the sac. The mesh was well encorporated [sic] and palpable approximately 2 cm medial to the hernia defect. There were a few adhesions to the sac, which were taken down sharply. A blunt port was inserted through the hernia defect and the abdomen insufflated. Exploratory laparoscopy was performed. The mesh was well adhered to the anterior abdominal wall. There was significant bowel adherent to the mesh. There were no other visible defects in the visualized portion of the abdominal wall. At this point, I decided that to take down the adhesions and place additional ports would put the patient at risk for injury to the bowel and the formation of additional hernias. I elected to do a primary repair of the port site hernia. The edges of the defect were cleared circumferentially and grasped with an allis clamp. Interrupted #1 surglopro sutures were placed in a figure of eight fashion to approximate the hernia without tension. The subcutaneous tissue was reapproximated using 3-0 polysorb and the skin was closed using 4-0 biosyn.¿ postoperative information: estimated blood loss: minimal. Complications: none. Postoperative condition: good condition. Sponge/needle count: correct. Attending attestation: I was present and scrubbed throughout the entire operation and either performed or directly supervised the physician assistant performing the procedure at all times. Credentials: md. Title: attending. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as withdrawn¿ and ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.